Manufacturer narrative:
Initial reporter occupation is lay user/patient. The meter was requested for investigation. The meter was returned for investigation and the investigation is ongoing.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The meter display is faded and difficult to read. There are no segments missing from the results field. The customer has to angle the meter to read the result. This could lead to the misinterpretation of a result. There was no allegation that any test results had been misinterpreted.

Manufacturer narrative:
The customer's meter was investigated. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer.